Manufacturer narrative:
Visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported complaint was confirmed. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported. The investigation determined the reported labeling problem appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was performed to treat a lesion in a fistula of the left subclavian with no calcification or tortuosity. A labeled, 12x80x80 mm armada 35 balloon dilatation catheter (bdc) was prepared and advanced into the anatomy; however, when the bdc was inflated it was compared to another 12x60x80mm armada bdc and the balloon measured to be 12x60x80mm which did not match the label on the packaging. The bdc was replaced with another abbott device and the procedure was completed. There were no reported adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.